Event description:
It was reported that communication difficulties were experienced with a patient while trying to interrogate. The physician would receive a failure to communicate message on their handheld. They tried interrogating with the handheld plugged in and unplugged. The wand battery was good. All cables were secure and the wand was rotated. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.